Event description:
Cook double balloon cervical ripening device placed for induction of labor. Pitocin started post insertion and was at 8 milliunits when event occurred. After several hours patient reported a "pop" and balloon was expelled when nurse put light tension (tugging) on balloon. The uterine balloon was found to be ruptured upon examination. The vaginal balloon was intact.